Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient when it was noted that there was contrast going out of the appendage. Transesophageal echocardiogram imaging confirmed that there was a growing pericardial effusion. The physician gave the patient protamine to reverse the heparin and released the device in the laa of the patient. The closure device was successfully implanted in the laa. The physician then performed a pericardiocentesis where 1.5l of fluid was drained from the patient. Following this treatment the effusion had resolved and was gone. The patient was continuously monitored and an hour post procedure the patient was still hemodynamically stable with no pericardial effusion present. The patient was doing fine following these events.